Manufacturer narrative:
The impella cp was returned and an investigation was completed. Data logs were not returned for review. Device testing was performed and unable to reproduce the reported failure mode of hemolysis. We are unable to definitively determine a root cause as the device operated within specification during lab testing.

Manufacturer narrative:
The impella cp patient cable was returned by the customer and an investigation is underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) year old white male presenting for high risk percutaneous coronary intervention with urgent support using the impella cp. During support, patient displayed signs of hemolysis. Although hemolysis was not confirmed through plasma-free hemoglobin testing, patient's labs were hemolyzed and drops in both hemoglobin and platelet count were identified. As treatment, blood products were delivered and the device was ultimately removed.